Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) values dropped to 19 mg/dl. The patient was incoherent in the bed. The ambulance arrived treating the patient with glucose gel and gave the patient dinner. The pod was worn between 4 and 24 hours on the abdomen. The ambulance left after 30 minutes. No further details.